Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the tip had a fracture on the coating. It was noted that there is a gash in the middle of the tip that seems to have originated prior to placing it in a kit. There was no patient involvement.

Manufacturer narrative:
(B)(4). Visual inspection of the incident device noted the electrode had eschar on the tip. The investigation found a gash along the blue insulation as if the electrode had been grasped and twisted by a metal object or had come into contact with a sharp object. The electrode failed hipot testing indicating electrical leakage.